Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was failed to capture due to high capture threshold. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was return in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.